Event description:
During a procedure to replace the pt's leads due to migration, it was reported the physician also relocated the ipg pocket. The pt had reportedly lost a significant amount of weight and was experiencing discomfort. The pt is now pleased with the device's new location.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.